Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the high flow insufflator had problems with led display on the control panel. The event occurred during set up / inspection for use (during set up in room / before patient in room).